Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient(B)(4).

Event description:
Treatment of a left unruptured cavernous aneurysm measuring 22mm x 7mm. During the procedure, it was reported that two pipelines required balloon angioplasty to achieve full wall apposition (an option presented in the instructions for use). Same event as MDR# 2029214-2013-00564.